Event description:
It was reported that disinfection liquid leaked into the ventilator with potential damages. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that disinfection liquid leaked into the ventilator with potential damages. The ventilator was investigated on site by our field service engineer. According to received information the ventilator had been connected to a covid patient and disinfected after use. Further investigation revealed no traces of disinfection liquid inside the ventilator. However, as a precaution, since the patient had covid, the customer wanted the pcb expiratory pressure transducer and inspiratory filter to be replaced. The mentioned parts were replaced by the technician as requested and the device passed all performance tests and has been returned to clinical use. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).